Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs145-5091-150 rev. Au as found condition: the echelon-10 micro catheter was returned for analysis within shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. Dried contrast was found within the hub (figure c). No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were separated from the micro catheter body and not returned for analysis (figure e). The break edge appears jagged, indicative of tensile overload. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿part missing/incomplete/loose¿ were confirmed. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. In addition, if the tip protect was not squeezed during the removal of the tip, the tip could potentially have been stuck in the tip protector, causing it to become damaged during the removal. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intracranial aneurysm embolization procedure, the echelon catheter was planned to be used to deploy the atlas stent. After the echelon was removed, it was discovered that there was an absence of a marker at the distal end of the device. The device was then removed and replaced with a new one to continue the operation. There was no patient involved. Additional information received that the cause of the marker band absence was not determined. After taking it out, found that the distal marker was missing.